Event description:
It was reported that the customer received a motor error, motor position encoder error, and a-35 alarms. The customer's blood glucose level 238 mg/dl. The customer states that the insulin pump was not exposed to a strong magnetic field, but she does have a magnet that she keeps in her other pocket for a different device. The customer states that they are able to perform and complete the rewind sequence. The customer declined troubleshooting for the a-35 alarm. The insulin pump will be returned. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to verify e70 alarms in alarm history screen due to overwritten history file. The insulin pump has minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.